Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with an umbilical catheter. The customer stated after the catheter was placed and in position the neonatologist aspirated blood through the line which also included air bubbles. The umbilical catheter was removed and replaced. No further info is available on the status of the pt.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.